Manufacturer narrative:
(B)(4). Per the customer the lot number was unknown, therefore no batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported air in tubing was confirmed. The cause was undetermined.

Event description:
During troubleshooting of a low drain volume alarm, air was discovered in the patient line. The technical service representative (tsr) advised the home patient (hp) would need to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. She could not determine what the cause of the air in the patient line was. The hp advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.